Manufacturer narrative:
(B)(4). Batch # n54j1f. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the appearance of the staples that fell off (b-formation, irregular, legs straight)? Unknown. When the staples fell off, was the tissue stapled at all? Unknown. If yes, were those staples properly formed? Was the tissue cut? Yes. If yes, was the cut line complete? Yes. What type of procedure was the device used in? Ec60a.

Event description:
It was reported that during an unknown procedure, after fired, the staples fell off. The surgeon retrieved all the staples from patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with no apparent damage and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.